Event description:
A structural failure of the bed occurred while the patient was lying on it. The failure resulted in the patient sustaining a minor laceration to the face. The patient received immediate attention and was transported to a healthcare facility for medical evaluation and treatment.